Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Event description:
A customer reported that the microscope optics and head had issues. Additional information was requested but not received.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The yoke set screw was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 20, 2017. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a physically damaged yoke set screw. However, how or when the yoke set screw became nonconforming is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).